Manufacturer narrative:
(B)(4).

Event description:
The customer reported unknown leak behind the panel where the reagents are located on the act diff cp instrument. The customer was unable to locate the exact source of the leak. The user was wearing personal protective equipment (ppe) at the time of the incident. Patient samples or results were not reported to have been affected by the leak. No injuries occurred and medical attention was not sought. The customer did not report exposure (splashed or sprayed) to mucous membranes or open wounds. The customer did not review the msds; however, the facility has an exposure control/risk management plan in place. No discrepant results were generated and the failure mode identified has the potential to cause discrepant hgb results. On the day of the event, a field safety engineer (fse) was dispatched to investigate the event. The fse found hgb lyse reagent leaking at a cracked hgb lyse syringe. The fse indicated the hgb lyse reagent did drip onto the counter. The fse replaced the reagent syringe assembly to resolve the leak. The fse also performed the followings: pm (preventative maintenance). Rebuilt the diff and sample syringe assemblies. Replaced the wbc lyse reagent line. Ran startup, reproducibility, mode to mode and controls, which were all within specifications. The cause of the leak was a cracked reagent syringe assembly which caused hgb lyse reagent to leak.